Manufacturer narrative:
Field service was on site to address report of system freezing when switching from diathermy mode to phaco mode. Error/event log indicated two instances of timeout errors (2011 and 2012) occurring together. Log indicated a number of 416 errors (footpedal not connected), regional technical support engineer surmises it may be due to footpedal not being removed and woke prior to starting the phacoemulsification unit. Explained to staff the steps of uncradle (the footpedal), wake and then turn unit ''on''. Replaced single lead acic (sla battery) and performed system upgrade as per technical service bulletins which includes replacement of printed circuit boards assemblies. System meets all abbott medical optics specifications. Note: all pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
Account reported that system froze when switching from diathermy mode to phaco mode. There was a patient delay of 10-15 mins while the back-up system was set up. They also reported that there was no patient injury as a result.

Manufacturer narrative:
Type of reportable event: serious injury. All pertinent information available to abbott medical optics at this time has been submitted.